Event description:
A physician reported that during a cataract vitrectomy surgery an ophthalmic operating scraper tip did not come out in loop shape. Procedure was completed using another product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria.the sample was received with inner blister, outer blister and cover foil. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The loop is twisted, and no surgery residues were visible. The customer¿s complaint was confirmed. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).